Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photographs of the event unit were provided. Visual inspection of the photographs confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Engineering observed that the shield was also damaged. Based on provided photographs, it is likely that the shield dislodgement was caused by non-axial insertion or removal of instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." The event is being reported due to the shield dislodgement that was observed in the photographs that were provided to applied medical.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: while doing a laparoscopic cholecystectomy case, a plastic material (allegedly from one of the laparoscopic ports), was seen floating with bodily fluids inside the patient¿s abdomen/peritoneum. Prior to this, air leak noticed¿. Photos of the floating plastic material supplied below. This product came from kit: gk364. Additional information received via email from user facility on february 23, 2021: the patient suffered no injury. The patient has been discharged and is fine. Additional information received via email from applied team member on march 1, 2021: one shield was dislodged. They are unsure which model it came from. Intervention: plastic removed during case. Patient status: patient is fine.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: while doing a laparoscopic cholecystectomy case, a plastic material (allegedly from one of the laparoscopic ports), was seen floating with bodily fluids inside the patient¿s abdomen/peritoneum. Prior to this, air leak noticed¿. Photos of the floating plastic material supplied below. This product came from kit: gk364. Additional information received via email from user facility on february 23, 2021: the patient suffered no injury. The patient has been discharged and is fine. Additional information received via email from applied team member on march 1, 2021: [] one shield was dislodged. They are unsure which model it came from. Intervention: plastic removed during case. Patient status: patient is fine.